Event description:
(B)(6) clinical study. It was reported that during a coronary stenting treatment procedure, stent jailing occurred. The target lesion being treated was located in the proximal left circumflex (cx). The lesion was 95% stenosed, 3.0mm in diameter and 15mm long. During the index, attempts with a non-bsc wire to cross the left cx were unsuccessful. Hence, a choice pt wire was used alongside the non-bsc wire and was unable to cross the lesion. The choice pt wire was removed and a luge guide wire was used to successfully cross the left cx. The target lesion was treated with predilation and placement of a 3.0x16mm taxus liberte stent. After placement of the 3.0x16mm taxus liberte, stent jailing of the 1st diagonal was noted. Hence, a 2.0x12mm apex balloon was placed in the 1st obtuse marginal with inflations. This resulted in good opening of the vessel. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).